Event description:
It was reported that the autopulse platform displayed a user advisory ua07 (discrepancy between load 1 and load 2 too large) message. MFR has requested additional details as no further information was provided. No adverse patient sequelae has been reported.

Manufacturer narrative:
The autopulse device has not returned to zoll circulation for investigation. A supplemental report will be submitted once the device is returned and the investigation is completed.